Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 890mg/dl. The cause was unknown; however, customer did not have an active continuous glucose monitor session. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.